Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant duplicate glucose (glucm) results generated by unicel dxc 800 synchron clinical system for three patient samples. The erroneous results were not reported out of the laboratory. The results from subsequent testing on different instrument were used to confirm the results and were reported. There was no effect to patient or user.

Manufacturer narrative:
The customer has just started using the modular assay again after having the module disabled in (B)(6) 2010. The customer did not notify hotline or field service to have the module verified for use again. A bci field service engineer (fse) replaced the reagent syringe which was dirty and caused bubbles to be released into the cup assembly. A root cause for this event is hardware, a dirty reagent syringe.